Manufacturer narrative:
The patient elected to have tachy therapies turned off altogether, given their age. The physician did not do a maximum energy shock test. Both the device and lead remain implanted at this time. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead did exhibit less than 20 ohms shock impedance measurements during routine office follow up. Dailies indicated impedances in the 50 ohms range, which was the lowest ever indicated. This lead had been implanted for more than ten years. The physician discussed with the boston scientific technical services consultant the possibility of a shorted lead condition and what that might mean if a shock were delivered.